Manufacturer narrative:
Despite multiple attempts, no additional information regarding this event has been provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this pacemaker exhibited loss of capture and stat pace had to be administered. It is unknown if there was a period of asystole of greater than two seconds. The status of the device is unknown. No adverse patient effects were reported.